Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a compromised force sensor alarm from the insulin pump. The customer's blood glucose level was 164 mg/dl. The customer stated that she jumped into the pool with the pump on. The customer was advised to discontinue use of the pump and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on the electronics assembly, motor, vibrator motor and battery tube assembly. Unable to perform excessive no delivery test and occlusion test due moisture damage on the electronics. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.